Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Device was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery and then motor error during prime. Mother was unsure of the timing of the alarms; she stated it was probably during bolus delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 115 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.